Event description:
Rptr indicated a 7.1 flashcard was giving a repeated error message of "unrecognized card in socket 1" on a physician's hand-held dell computer, indicating a possible malfunction. Product analysis of the flashcard is pending.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.